Event description:
It was reported that upon explant for normal battery depletion, scratches and dents were noted on the front of the device. There were no corresponding marks on the reverse as one would expect if the device had been damaged at implant or explant. There were no customer issues with the device performance. The device was replaced. It was further reported that the device was returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires. Concomitant products: 5076-58 implantable pacing lead (B)(6) 2004; 5076-52 implantable pacing lead (B)(6) 2004. (B)(4).